Event description:
The physician attempted closure of an arteriotomy site with the perclose a-t (closer ak) device following an interventional procedure. It was noted that the physician used an 'anterior grade approach". A femoral angiogram was done prior to the closure and the vessel size was eight (8) mm. The location of the arteriotomy site and the condition of the vessel are unknown. It is also unknown if there was scar tissue at the groin site. Reportedly, "after parking the foot, the device could not be taken out from the patient without resistance". A "subcutaneous incision" was performed and the device was successfully retrieved from the patient. It was noted that hemostasis was achieved with the perclose a-t device. It is unknown if this event prolonged the patient's hospitalization. The current condition of the patient is also unknown.